Event description:
Litigation papers allege: patient suffered the following personal and economic injuries as a result of the implantation: bodily injury, pain and suffering disability, mental anguish, medical expense in the past and in the future, permanent injuries, loss of earning, disfigurement, and loss of the capacity for the enjoyment of life.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient suffered the following personal and economic injuries as a result of the implantation: bodily injury, pain and suffering disability, mental anguish, medical expense in the past and in the future, permanent injuries, loss of earning, disfigurement, and loss of the capacity for the enjoyment of life. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.